Event description:
The customer reported that the system displayed an overload fault error message. This error will likely cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cables were cleaned and recompounded. The system was then found to be operating as intended.